Manufacturer narrative:
72404155, 661771005, reservoir 65 ml pc/iz.

Event description:
It was reported that patient underwent a replacement surgery of his inflatable penile prosthesis (ipp) due to non functioning prosthesis. All components were explanted and replaced. No information about the patient outcome is available at the moment.